Event description:
It was reported that while using the tuftex over-the-wire embolectomy catheter to perform the thrombectomy for a lower extremity thrombosis two catheters failed. For the first catheter, leakage occurred at the connection between the injection hub and catheter lumen during pre-use check. The issue was noted prior to use and there was no patient risk. The second catheter had no problems during the pre-use check. The catheter was inserted into the blood vessel but was unable to inflate. Upon checking the balloon it was observed ruptured. The operation was successfully completed using a third catheter. No injury occurred. Note: this report is related to the second catheter used in the procedure.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, we could not conclusively determine the root cause of the reported incident. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.